Event description:
It was reported that the white line from an amia pd cycler set disconnected from a solution bag resulting in a leak. This occurred during peritoneal dialysis (pd) therapy. The patient ensured the connections were properly tightened prior to starting therapy. The patient notified the pd nurse regarding the event and continued therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.